Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Estimated mean longevity is provided in the labelling, which is based on pacing conditions and battery capacity given by the battery manufacturer. - since not all of the historical follow-up data was provided, no estimation of the overall longevity could be performed. The device was programmed in ddr mode. In may 2021, some programming changes were performed: o basic and best rate were increased from 60 bpm to 70 bpm o atrial sensivity value was increased from 0.1mv in bipolar to 0.2mv these changes could explain, without certainty, that the rrt was reached earlier than indicated in may 2021. Upon reception, the returned device was interrogated and found operating in vvi mode, 70min-1, ventricular channel was with 2.5v amplitude, and 0.35ms pacing pulse width; i.e. Under the nominal programming applied for some parameters (mode, basic rate, rate hysteresis, rate response mode, smoothing) as expected when the rrt is reached. The device was then reprogrammed in ddd mode, pacing pulses were delivered appropriately in a and v channels. Normal sensitivity was measured also in both channels. Then the device was opened to have direct access to internal components: a detailed visual inspection did not reveal any anomaly; the device was then powered with an external power supply; current consumption of the hybrid electronic module was normal; the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured). Based on available data, no issue is suspected with the subject device.

Event description:
Reportedly, the device is in rrt (on (B)(6) 2022) although the system mentioned a minimum of longevity of 1year, 11 months, on (B)(6) 2021.